Manufacturer narrative:
Product analysis: one sided fracture of implant with internal thread damage deformed suggest bend stress overload as the mechanism of failure.

Event description:
Pre-op diagnosis: degenerative lumbar procedure: oblique lumbar interbody fusion (olif) levels implanted: l2-l3 it was reported that the part of the cage was bent and deformed during surgery. Direction of the cage and the inserter were reversed for l2-l3. The tip of the inserter was deformed, which led the cage deformation.